Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly only), and a visual evaluation noted that the handle slot had the trip wire inserted. The suture thread was returned broken and incomplete, possibly during the device removal. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component (handle assembly only), it did not show evidence of problems or defects. The handle was in good condition and worked as intended. It is possible that the manipulation or the technique used at the time to interact with the device in conjunction with the patient anatomy could have affected the device functionality causing inability of the device to deploy the bands. However, there is not enough evidence to determine that the reported event occurs due to a device problem. Since the ligator housing was not returned, it is not possible to carry out a more thorough investigation. The results of the product analysis showed that the handle was used properly. The suture thread was returned broken, because there is no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device, so, it was not coded as a problem. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6), 2022. During the procedure, the bands were overlapped. A second speedband superview super 7 was used; however, the bands still overlapped. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands were overlapped. A second speedband superview super 7 was used; however, the bands still overlapped. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.